Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to counts to the sensing integrity counter (sic) and variable impedance values. Additionally an alert was triggered due to high and undefined pacing impedance values. A single event of oversensing was noted. Lead fracture was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.